Event description:
Patient was implanted with charite disc in 2006 at l4/5. Patient reports having continued pain.

Manufacturer narrative:
Little information is known at this time. If additional information is reported this complaint file shall be updated. At this time no connection can be made between the reported event and any shortcoming of the device.